Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the defibrillation epicardial patch broke. The lead was capped and the patient's device changed from an implantable cardioverter defibrillator (ICD) to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.